Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient did not properly disconnect from therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient improperly disconnected from therapy. The care giver stated there was no flexi cap on the patient line when the patient disconnected. The technical service representative advised the care giver to start over with all new supplies. The care giver stated the patient will not be resuming therapy due to being taken to intensive care unit. There was no patient injury or medical intervention associated with this event. No additional information is available.